Manufacturer narrative:
The customer did not want a replacement pump. The device was returned for evaluation/investigation. The vacuum trace was monitored and found to be cycling abnormally. It seemed the power switch was not operating correctly, and on the low setting would provide intermittent power to the motor. In some cases, the switch would provide a burst of power to the draw vacuum and then stall prior to vacuum release. There is a "natural" leakage that occurs, so the vacuum would eventually release. While the device did not test to specifications, no definitive conclusion regarding the cause of the reported event can be determined. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer purchased the pump on 15th. The customer reports the first and only time that she used the pump (approximately june 20th), her nipple was suctioned into the pump and was not released. This resulted in the nipple bleeding and it is now cracked. She sought medical attention and was prescribed antibiotics and a pain killer. Her nipple is infected. She stated it was very traumatic and painful. The customer is not sure of the exact date of incident, as she has been busy with her baby and this is the first chance she had to call.